Manufacturer narrative:
The company representative confirmed the reported event (via event log). The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The system was found to have no problems. Therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the irrigation and aspiration phase of a cataract surgery, the ophthalmic operating console hung up requiring the irrigation and aspiration of sebum to be completed manually with a cannula before the console operation recovered. Due to the extra time in surgery, the patient was reported to have experienced inflammation, but no other patient harm was reported.